Event description:
Patient presented to the physician with a superficial ipg at the pocket, along with symptoms of difficulty breathing, and sensitivity and persistent pain at the chest incision site following weight loss. Due to the ongoing symptoms, the patient elected system removal. Physician brought the patient into the or and removed the entire inspire system.